Event description:
It was reported in a service report that the head right side rail did not lock in the full up position; the timing link lock was rounded/worn. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Timing link on head end right siderail was worn.